Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis. The etiology of the serious adverse event is unknown; therefore, causality could not be established. It should be noted that limited clinical follow-up information precluded a more comprehensive clinical investigation. Those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from having a possible causal or contributory role in the serious adverse event. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. However, given the lack of clinical data, causality, discharge summary, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from playing a possible role in the serious adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6)2025 and diagnosed with peritonitis. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, hospital records, treatment records, discharge summary, medication records) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 and diagnosed with peritonitis. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, hospital records, treatment records, discharge summary, medication records) were unsuccessful.